Event description:
(B)(6) I received a call from (B)(6) this afternoon. He has a 50ml 3000 pump that was implanted in 2000 at (B)(6). He has had difficulty trying to find someone to refill it in the past several years so a nurse would come to his home near (B)(6). He is on morphine for degenerative spine disease. He has been in a lot of pain lately and on his last visit to (B)(6) for a refill they took out 31 ml and not the standard 2,4,6 that is left after 12 weeks (the home health care nurse would take out the old drug, flush then put in new drug). (B)(6) said the flush caused the pump to malfunction ¿ which we know it could be a kinked catheter etc.. (B)(6) says they don¿t implant our pump anymore and they keep pushing mdt which he doesn¿t want (they only manage 2 patients including him with a 3000 and don¿t want to implant ours). I told him the 3000 was our only pump approved for morphine (he said he has done his research and doesn¿t want mdt or a programmable pump). He loves the 3000 and wants that one. He had the following 3 questions: how could he get the pump working again without surgery since it has worked great for 14 yrs until this flush situation. Who installs the 3000 at (B)(6)? He is moving in 2 yrs to (B)(6) and nc would be the easiest place for him to get to for refills. So that¿s why he doesn¿t want to have it implanted in (B)(6) ¿ he knows no one wants to manage a pump they haven¿t implanted. I don¿t know of anyone but have emailed the np that used to manage his pump to see if she has any ideas (I¿m friends with her but she hasn¿t called me back yet). What is the strongest dose of morphine he can get in a 3000 pump? He says he is on 8.775 ¿ he was all over the board in our 30 min conversation because they have him on oral morphine since the pump isn¿t working properly. His next appt for a refill is (B)(6) . The doctor he is seeing at (B)(6) ¿ I¿m not familiar with him. (B)(6), I have forwarded you a message below from (B)(6) concerning a pain patient with a codman 3000 pump implanted (B)(6) 1999, model number ap-03050l, serial number (B)(4), lot number 9901, and flow rate it 0.5ml/day. (B)(6)1956. I have spoken twice with him to date and have some concerns as to whether this might be considered a complaint. His wife is supposed to call me back tonight as she works in medical insurance and seems to understand medical things a little better than the patient. He is also on a lot of oral pain meds since his pump isn¿t working so as (B)(6) alluded to he was ¿all over the place¿. He started the conversation with the fact that he has had the pump for 14 years and it was working fine until a doctor (no name given and not sure of the time frame but think within the past couple of years) was trying to make him go longer in between refills. He stated he would go into withdrawal and when he questioned the doctor about it the doctor told him he was trying to mess up the codman pump so he could replace it with a medtronic pump. At this point mr. (B)(6) stated that when his pump was implanted they guaranteed him it would work for a lifetime. He then began to explain to me exactly how our pump works and that it should never be allowed to go dry and no one seems to understand that fact. He then began to ask me questions about the mdt pump vs our pump and the different sizes, etc. I did explain that mdt was a programmable pump and ours is not and the size differences. Mdt has a 40ml and we have a 30ml (no longer manufacture the 50ml pump). He then stated his wife found that mdt has a 60ml ¿gravity propelled¿ pump. I don¿t think they make those anymore but he insisted it is still on their website. Then he returned to the story of after this doctor tried to mess up the codman pump he disappeared in one day never to be seen or heard from again. He did find another doctor which he was very pleased with but he moved to (B)(6). He was able to find another doctor who did not want to refill the pump but would send out a home health nurse to refill the pump. This is when he states the problems started. She would do a flush during every refill and when questioned she told him this was protocol. I asked the company but he would not tell me since he believes they were charging him up to(B)(4) dollars on his secondary insurance fraudulently each refill. This occurred 5 times every 12 weeks and then I believe he landed with dr. (B)(6) pain. When speaking with the doctor (not sure which one) he told the doctor ¿if you don¿t give me straight answers I will come over the desk at you¿. He continued to tell me he didn¿t care at that point if he went to jail but his intent would be to kill the doctor if he lied to him. Since that time is where (B)(6) email picks up with (B)(6) doing the refills (B)(6). He asked me to call her and I did leave her a message but have not heard back. Evidently, they have done several tests including MRI, dye study, etc. And claim that the pump is not working but the catheter is fine. They want to replace the entire system with mdt pump and catheter. Mr. (B)(6) has read and heard nothing but bad things about mdt and does not want their system stating granuloma problems, people ending up in wheelchairs, etc. He asked me what the long term side effects would be with him on oral meds and I directed him to his physician and if he needed more detail about mdt he would need to speak with his doctor as well. After I speak with his wife I will let you know what additional information I receive. He also complained about issues with traveling to the refills, staying in a cheap hotel and his wife having to make up the extra hours she misses at work.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The pump remains implanted and there is not a schedule date for explant at this time. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. We will however continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the pump be explanted at a later date this complaint will be re-opened and the pump will be evaluated.